Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy patient experienced peritonitis. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event of peritonitis. On an unreported date, the patient began treatment with injection (inj) fortum (1 gram, frequency and route of administration not reported) and inj. Refline (1 gram, intraperitoneally, frequency not reported) for the event of peritonitis. The patient's outcome was unknown. The action taken with dianeal therapy was not reported. No additional information is available.